Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a preventative maintenance, technical service reported the motor in the autopulse platform (s/n: (B)(4)) was not moving. There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. The customer's reported complaint of autopulse motor not moving was confirmed during functional testing and archive review. The root cause was determined to be a defective drive train motor. During functional testing, the platform several exhibited ua 16 messages during 30:2 compression mode using a manikin. Further testing showed that the autopulse motor stopped moving and the shaft was locked. Drive train motor was replaced to remedy the reported complaint. A review of the platform showed user advisory and (ua) 16 (timeout moving to take-up position message. A visual inspection of the returned autopulse platform was performed and found the short black cover was damaged. The autopulse platform is a reusable device and was manufactured on 03/27/2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. After replacing the drive train motor, the autopulse platform passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).